Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 800 mg/dl. The patient was also diagnosed with a urinary tract infection (uti), kidney problems and low blood pressure. The patient was vomiting and unresponsive. For treatment, the patient was transferred to the intensive care unit (ICU) and was given fluids. The patient was discharged after 1 day and the pod was discarded.